Manufacturer narrative:
Device eval - one suspect device was returned for eval. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record could not be accomplished. The lot number is not known. The root cause of the malfunction is attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken.

Event description:
The rotator broke during high pressure injection. No report of harm or injury.